Event description:
It was reported that device detachment occurred. A 1.25mm rotapro was selected for use. During the procedure, the burr was separated inside the body of the patient. The guide extension along with the rotawire was inserted to remove device. The procedure was completed. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the device found that there was no damage to the advancer. The burr catheter was inspected and found to have a detached sheath at the strain relief indicating the device was cut. The coil returned detached at 9.9cm distal from the handshake connection. The coil was connected at the handshake connection upon device return. This detachment is in the same respective area as the sheath detachment furthering the likeliness that the device was cut. The total returned length of the distal section of the coil was 135.5 cm. Both ends of this coil portion were detached and were stretched for a length of 3mm. The burr was returned detached on a portion of a rotawire that was kinked. The burr was able to be removed. There was no sign of annulus damage to indicate rotational interaction with the wire. No other issues were identified during the product analysis.

Event description:
It was reported that device detachment occurred. A 1.25mm rotapro was selected for use. During the procedure, the burr was separated inside the body of the patient. The guide extension along with the rotawire was inserted to remove device. The procedure was completed. There were no patient complications.

Event description:
It was reported that device detachment occurred. A 1.25mm rotapro was selected for use. During the procedure, the burr was separated inside the body of the patient. The guide extension along with the rotawire was inserted to remove device. The procedure was completed. There were no patient complications.

Manufacturer narrative:
H1: type of reportable event: updated.